Manufacturer narrative:
(B)(4). The device was not returned for analysis. A conclusive cause for the reported difficult to insert could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that puncture closure of an unknown vessel was attempted using a proglide device after an unspecified procedure. Reportedly, during backloading of the proglide device, the proglide device was stuck half way down the guide wire. There was no patient contact. The method of achieving hemostasis was not specified. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The technician is reportedly trained in the use of the proglide device. No additional information was provided.